Manufacturer narrative:
Summary of evaluation: the complaint could not be verified. No discrepancies were observed. No corrective action required at this time. F1-14: has been completed by the MFR. Info has been requested from the user facility and is unobtainable.

Event description:
The driver head kept becoming loose. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.